Event description:
The procedure began by direct stenting the mid lad with the penta at 14 atm and then the stent delivery system (sds) balloon was re-positioned at the proximal part of the stent, and inflated at 12 atm. During the latter inflation, the diagonal, which branches out, got jailed and was treated with the same penta sds balloon at 6 atm. Another lesion in the mid portion of the diagonal was then dilated with the same penta sds balloon at 6 atm. Following that dilation, a perforation occurred. The pt was treated by iabp and a pericardial drainage procedure, but the pt was taken to another hosp for surgery.